Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with one side of the inflatable penile prosthesis (ipp) right cylinder ballooning out resulting in swelling. The physician decided to replace the cylinder and pump. There were no patient complications reported.

Event description:
It was reported that the patient presented to the hospital with one side of the inflatable penile prosthesis (ipp) right cylinder ballooning out resulting in swelling. The physician decided to replace the cylinder and pump. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders identified that both cylinders had wear at the folds of the bodies. One of the cylinders presented with air between the inner and outer fabric resulting in bulging. The other cylinder had a hole in the outer tube due to wear. The pump was inspected, and the tubing were worn down to the filament, but there were no leaks present. Based on the information available and analysis results, the analysis did confirm the product allegations. The reported bulge and swelling are known inherent risks of implant of these devices as noted in instructions for use. The conclusion of known inherent risk of device was chosen based on this analysis.